Manufacturer narrative:
Further inspection found a leak and cut at the scope¿s biopsy channel. The bending section glue was found cracked. Multiple buckles were noted on the scope¿s insertion tube. The scope connector was found loose. The scope ID showed 492 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified therapeutic procedure, a leak was noted at the bending section of the scope. It is unknown if the intended procedure was completed. There was no patient injury reported. The scope was returned for evaluation and found the glue peeling on control body which is considered a reportable malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: the legal manufacturer reported that the peeling forceps glue peeling may be caused by excessive force applied when handling the device. The legal manufacturer confirmed the contents in this reported event were described in the instruction manual. The legal manufacturer referenced the entry below. Instruction manual at the time of shipping describes on the distal end. Following the instruction may have prevented the indicated phenomenon. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. As a result of the device history record (DHR) review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. In addition, it was confirmed that the device met specification at the time of shipment.